Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that in the first week of february they went on a cruise and the 5th day into the cruise they had emphysema real bad so they passed out between the bed and the wall. The patient said they did not fall or hit their implant. The patient said they were taken to the infirmary and they did a bunch of tests on them and they packed ice around their body which was not unusual as a type of treatment. The patient came back and saw their doctor for chronic obstructive pulmonary disease (copd) and the doctor did a couple tests and got the patient ready for their next trip. The patient then went to south america and was having problems with their interstim implant. The patient clarified that they felt more of a sensation when they turned the stimulation on and when they adjusted the stimulation they would feel feedback in their left testicle. The patient said after about 6-7 hours the pain would go away and they would go back to their normal self again and the device controlled their urine flow. The patient said they typically had this painful feedback in their testicle 50% of the time but when they got on the airplane the sensation in their testicle was at an 8 or 9 and it was so painful and uncomfortable the whole time. The patient said they were on a 13 day trip and they felt that pain and discomfort for 70% of the time. The patient said it felt like a vice grip on their testicle. The patient said today they called their managing physician because it was hurting them so badly today and it was just getting worse and worse as the week went on. The patient turned off their interstim and the issue resolved. The agent reviewed information about stimulation possibly being too high and the patient said they may try to see if they could adjust stimulation to a lower level and still get therapeutic benefit. The patient said the doctor's office told them to call the manufacturer. Agent reviewed role of the manufacturer vs health care provider (hcp) and redirected the patient to their hcp. The agent let the patient know that the agent would send a message to the field to provide visibility to patient's situation. A manufacturer representative (rep) responded on (B)(6) 2026 that they just spoke with the patient. The patient passed out on a cruise ship on (B)(6) 2026 which was when they stated this pain began. They turned the device off recently but would turn it back on shortly at a slower amplitude setting to see how they did. The patient was previously set around 5.7 ma. If the discomfort continued, they were going to call the manufacturer to setup a time to see them in the office to do an impedance check.